Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional from a clinical study reported via a representative that a patient had an apparent coronary syndrome after the frame was placed (prior to starting the deep brain stimulation surgery or the stimulation). The patient went to "cath" because the EKG was abnormal. It was indicated the coronaries and initial labs were normal. The physician and representative thought it was "some sort of panic reaction, maybe."

Manufacturer narrative:
Upon review of the additional information received, it was determined that patient code (B)(4) no longer applies as it was confirmed that the cath showed no coronary disease or blockages; the patient's labs were normal.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) via a manufacturer representative (rep). It was reported that the patient experienced chest pain consistent with angina before starting the deep brain stimulation (dbs) case. The patient was redirected from pre-op to cardiology as a catheterization was recommended based off of the patient's symptoms; the chest pain was suspected to be a coronary event. The patient was then sent to the "cath lab" and had a coronary catheterization. It was confirmed that the cardiac cath showed no coronary disease or blockages as the patient's labs were normal; the patient was discharged the following day. The patient's dbs procedure was rescheduled for the coming weeks as it was believed that the symptoms were related to anxiety caused by placement of the frame and the pending surgery. It was also stated that the issues were maybe some sort of gastric event. It was confirmed that no elements of the study, apart from the informed consent procedure, were performed due to the chest pain; the patient did not enter the operating room (or) and surgery was aborted prior to electrode placement.